Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that the reservoir is not delivering insulin into her. The customer stated that there is a straight line and star on the tubing. The customer was advised that if she did not receive insulin, she would receive a no delivery and high blood glucose readings. The customer was advised of the priming the how to get the reservoir set up. The customer stated that she checked the reservoir and reprimed the reservoir. The customer also had a sensor menu on. The customer stated that she does not wear the sensor. The customer stated that the sensor is turned off. The customer stated that she had memory issues and was unable to confirm the lot number.